Manufacturer narrative:
One cadd legacy 1 pump was returned in good physical condition with a scratched screen. The device was tested three times for pressure and all 3 tests were out of specification. The reported "high pressure alarm" issue was confirmed. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump displayed high pressure alarm. Subsequently, the patient switched to back up pump and did not miss any doses. The pump will be replaced. No reported adverse effects.